Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent a revision procedure and was doing well postoperatively. The device remained implanted.